Event description:
Leica biosystems received a complaint regarding sub-optimal tissue processing. On (B)(6) 2014, information provided to leica biosystems by the complainant indicated that all tissue samples exhibiting sub-optimal processing were diagnosable. Investigation of this complaint by leica biosystems is in progress.